Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had pulseless ventricular tachycardia followed by atrial fibrillation with rapid ventricular response. Support continued until successful explant and the patient survived.